Event description:
During a procedure the needle tip broke off in the patient's foot and then fell out on its own. The procedure was completed using a second microtip. On (B)(6) 2014 the patient reported feeling discomfort and was concerned there was a piece of the needle present in his foot. An x-ay was taken and confirmation of no needle remnants was received by the manufacturer on april 25, 2014. Per the information provided, the patient's discomfort was gone.

Manufacturer narrative:
During the retrospective review this complaint was found to be reportable. The manufacturer was originally notified on 02/14/2014 of the failure on 02/14/2014. It had not been reported as an MDR at that time as it had been deemed non-reportable due to the needle falling out on its own and not lodging in the patient. During the retrospective review process, it was determined that going forward any reported complaints where the needle comes out of the nose cone will be reported. The microtip was evaluated by the manufacturer. The handpiece arrived with the needle dislodged. Examination found stress on the microtip confirming the device was used off-label, targeting bone or hard tissue. Three causes can lead to the failure mode "broken needle": side loaded needle, damaged nose-cone, and off-label use/hard tissue. All other causes were ruled out.